Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report has been submitted on june 09, 2022.